Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-01245. It was reported that the patient was not receiving adequate therapy, due to the stimulation auto-reducing. In turn, troubleshooting was conducted and determined the leads were displaying high impedances. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2. Reference MFR report#: 3006705815-2019-01245. Follow up revealed that the patients leads was explanted and replaced, which addressed the issue.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-01245.